Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the mitral position by transeptal approach. The first valve was implanted too atrial and patient had significant perivalvular leak (pvl). A 2nd valve was implanted with reduction of pvl to mild. The patient's symptoms were hypotension. The procedure completed without issue and the patient was discharged in stable condition. The root cause of the malposition of the first valve was due to patient anatomy with the severe mitral annular calcification.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and/or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral position with severe mitral annular calcification (mac). The sapien 3 (s3) thv with the commander delivery system (ds) is currently not indicated for thv-in-mac implantation; therefore, this was off-label operation. As reported, ''the first valve was implanted too atrially and patient had significant pvl due to patient anatomy with the severe mitral annular calcification.'' Asymmetrical annular calcification may interfere during valve implantation causing the thv to move upward during deployment. Furthermore, the d-shape of native mitral annulus makes anchoring difficult, which could have had an impact on the valve deployment characteristics and, thus, the final thv position. As such, available information suggests that patient/procedural factors (mac, d-shaped mitral annulus, off-label operation) may have contributed to the complaint event. As the thv was deployed too atrial, it is likely that the thv skirt was unable to be properly sealed against the annulus leading to paravalvular leak (pvl). In addition, the presence of severe annular calcification could have contributed to the pvl due to irregular contact being rendered between the thv and target site. Furthermore, since a circular thv was implanted within a non-circular mitral annulus, it could have also resulted in spatial channels being created between the valve structure and the cardiac tissue. As such, available information suggests that patient/procedural factors (mac, d-shaped mitral annulus, thv malposition, off-label operation) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.